Manufacturer narrative:
Additional information received on 04/14/2020. Void this report , it is aduplicate of 3010536692-2018-00027.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to deep wound infection. Additional information: left side.